Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Inspection of the returned top cover assembly found it was in good physical condition with some dirty from normal usage wear. The monitor flipped up and down and holds in place when opened. The front and back lids were in place and opened and closed without issue. There was no physical damage related to the reported complaint. An evaluation conclusion code of cause traced to component failure was assigned to this event as it is most likely that an electrical failure with the top cover assembly was the cause of the reported issue.

Event description:
It was reported that, with a patient present and sedated, the laser restarted two times and was physically turned off the 3rd time due to a white screen. The procedure was canceled and rescheduled. There was no injury to the patient.

Event description:
It was reported that, with a patient present and sedated, the laser restarted two times and was physically turned off the 3rd time due to a white screen. The procedure was canceled and rescheduled. There was no injury to the patient.